Manufacturer narrative:
The information came from a social media post on twitter. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was damaged. The cataract surgery was done on (B)(6) 2024 in (B)(6). No further information was provided.

Manufacturer narrative:
Corrected information: in the report submitted feb 9, 2024 ((B)(4)), an incorrect model number was inadvertently submitted. This report contains the corrected model number. Section d4 - model #: unknown all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.